Event description:
It was reported the patient was unable to establish communication between her scs ipg and multiple external devices due to not using/charging the device for about a month. A sjm representative confirmed the communication issue. Additionally, it was stated the ipg appeared to be loose and was able to flip and move around in the ipg pocket. The patient is to consult the physician for surgical intervention at a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Further follow up identified the ipg was explanted and replaced which resolved the issue. The patient had effective therapy postoperatively.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.